Event description:
It was reported that the customer had an a64 alarm and meter was not transferring his blood glucose to the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer received a64 alarm. The customer states alarm did not occur during the rewind/prime sequence. The customer was advised to clear the alarm using esc/act. The customer was advised to disconnect and remove reservoir from the insulin pump. The customer was advised that the insulin pump will need to replaced. The troubleshoot for a64 alarm and for no meter blood glucose result into replacing customer insulin pump.

Manufacturer narrative:
The insulin pump alarmed during the self-test due to faulty connector on interface board. The insulin pump was unable to communicate with the blood glucose meter due to alarm. The insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.